Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: no pump reboot events were observed in the black box. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned with the pump. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test; no power interruptions were duplicated during this time.